Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review was conducted, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding a 3 gang 1o2 manifold, rotating luer, appx 1.1 ml where it was stated in the report that during anesthesia induction for surgery on (B)(6), after connecting the device, anesthesia drugs and fluids leaked upon injection. This prevented accurate estimation of drug dosage delivered. The leaking device was replaced, after which it functioned normally. There was patient involvement but no patient harm.